Manufacturer narrative:
Voluntary medwatch form #: mw5067708. Reporter stated that patient date of birth was provided on initial medwatch form; however, the voluntary medwatch did not contain the patient's date of birth. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the portex® neonatal/pediatric uncuffed endotracheal tube, the endotracheal tube holder spontaneously broke. The reported event resulted in the inadvertent extubation and subsequent coding of the patient. The patient coded for one to two minutes before circulation was restored. According to the report the device was placed in patient at separate facility and the patient was transported to the reporting facility.